Event description:
Manufacturer received a report from dealer alleging the pin that holds the scale to the lift broke, causing the pt to fall. No injury was reported. How malfunction occurred is not clear. Awaiting return of product for evaluation.